Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y gastrectomy. According to the reporter: needle broke off from the ferrule making the suture not useable. Happened many times from same lot number. Patient is ok.there was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. If applicable what was done to correct this condition: another lot number was used to finish case. Suture is breaking while surgeon is holding tension on a running suture line, mid-case, between the needle and ferrule. No components fell into the cavity of the patient.